Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect na and ci for gen.2 results for one patient from the cobas 8000 cobas ise module. The initial sodium result was 89 mmol/l and the repeat result was 47 mmol/l. The initial chloride result was 178 mmol/l and the repeat result was 396 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration date were requested but were not provided.